Event description:
It was reported that the customer was experiencing low blood glucose and the paramedics were called. The blood glucose reading was 16 mg/dl and the customer refused to troubleshoot the insulin pump. It was stated that the device had a battery alarm when the paramedics did remove the battery to ensure the delivery stopped. It was stated that they want to know if the alarm did not compromise the insulin pump functionality or settings. The programming, time, date, and settings were removed and appear to be correct. It was stated that the customer's most recent glucose reading was 60 mg/dl, and he has treated with glucose tablets. Advised the caller to speak with his doctor regarding the low blood glucose and call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.